Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that non bsc lead replaced due to high shocking impedances, no allegation or ev of bsc pg involvement as device remains in service and implanted with a new lead. No adv pt eff, rem in serv.